Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (a2, a3, a4, b5, and h11) and to provide a correction to the initial (e2, e3, and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following. - the distal cover was insufficiently attached. - the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: - operation - precautions - preparation and inspection - attaching accessories to the endoscope additional information inadvertently left out: it was reported that no anti-fog agent was used for the procedure. The user pulled or twisted the distal cover during inspection prior to use to make sure it does not come off endoscope. The user confirmed during inspection prior to use that proximal end of the distal cover completely overcomes hook of the endoscope. Additionally, the user used boston scientific endoglide sterile bacteriostatic lubricating gel. The cap was verified to be in place and intact prior to the procedure by the tech and medical doctor. Olympus will continue to monitor field performance for this device.

Event description:
Additional information inadvertently left out: it was reported that the procedure went longer than expected to retrieve the distal cover. The patient was under general anesthesia and the delay was 10-15 minutes. The intended procedure was completed. The device malfunction occurred towards the end of the procedure, after the metal biliary stent was placed. Furthermore, the customer stated they have developed a process to ensure the cap is installed correctly and done in-service. The surgical assistant checks distal cover for placement and endoscopist checks the cap for adequate placement prior to insertion into patient. The cap was attached correctly, the crack may have caused the dislodged placement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) case, the distal cover became dislodged into patient¿s duodenum. A stent was deployed, and distal cover located. The device was pulled out into the duodenum with the aid of biopsy forceps into the stomach. A snare was then used, and device removed from the patient¿s mouth. The cover was cracked. There were no reports of patient harm.